Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced blood glucose (bg) levels range (above 250-350 mg/dl) the customer would deliver boluses to address bg levels. The customer declined to troubleshoot with tandem technical support. It was indicated that the customer would discuss with the health care provider factors that may affect bg level.